Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an aortic valve implant procedure that the patient experienced pericardial effusion. Another manufactures aortic valve was successfully deployed and the delivery system removed. The patient's blood pressure dropped around 40 mmhg. Electrocardiogram (ECG) was performed to find the cause of the blood pressure drop and cardiopulmonary resuscitation was performed to maintain cardiac output. ECG revealed pericardial effusion. The physician decided to operate sternotomy to amend the cardiac perforation and found the pericardial tamponade at inferior part of the left ventricle. The surgery was completed, patient recovered.